Manufacturer narrative:
Insulin pump received with no down arrow response due to unlocked lcd keypad connector. Insulin pump received with cracked reservoir tube lip.

Event description:
No blood glucose levels were provided. The customer reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)